Event description:
It was reported during a routine office visit; while interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) device, a patient data (pd) error occurred on (B)(6) 2026. A request was made to have data from this device analyzed. Engineer analysis advised the pd error was benign and may have resulted due to exposure to radiation, high altitude or other external factors. The patient will need to be seen in the office for an automatic set up process to re-load patient data. At this time therapy remains available. Rhythmcare advised review of device data history, from (B)(6) 2022, that this s-ICD device exhibited low amplitudes, resulting in 2 untreated episodes, while programmed in the primary vector. Shortly after this episode the device provided therapy for an arrhythmia, which resulted in low shock impedance of 5 ohms. No additional therapy has been required since this time. At this time the device and electrode remain implanted and functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.